Manufacturer narrative:
The pump gave an alarm during the rewind due to an out of phase motor encoder signal. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a motion sensor test failure from the insulin pump. The customer's blood glucose level was 161 mg/dl. The customer stated that the pump gave out weird errors. The customer stated that the alarm occurred less than 10 minutes. The customer stated that there is a big black bar and the pump kept doing its own thing. The customer was unable to perform the displacement test. The customer was advised to revert to a backup plan per health care providers instructions. The customer will be sent a replacement pump.